Event description:
The physician opened the pocket when noise was observed on the electrograms. It was reported that a blue wire was observed protruding from the lead. The lead was explanted and replaced.